Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to feelings/normal results and inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2017, 3 pm when she was experiencing symptoms of ¿shaking, sweating and disorientated¿. The patient stated that she then tested her blood and obtained an alleged inaccurate high result of ¿158 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. She also stated that she at an unspecified time on (B)(6) 2017, she obtained alleged inaccurate erratic results of ¿112, 140 and 240 mg/dl¿ on the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with insulin pump therapy and reported that she skipped a dose of novolog medication in response to the alleged product issue. The patient stated that on (B)(6) 2017 at 3:10 pm she self-treated with food/drink ¿ate a candy bar¿. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and correct testing steps were completed. The blood sample was taken from an approved sample site. The test strips were stored correctly and within their expiry date. The test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event. In addition, based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision.